Event description:
Significant force was required to retract the delivery system jacket. The ipsilateral release wire was inadvertently deployed. A stent was placed in the left limb of the graft to improve limb flow. Device delivery catheter was difficult to remove through the aorta after the endograft was deployed.